Event description:
Ous MDR - the patient arrived at the hospital in vf. The patient was resuscitated with an external pacemaker, but the paddles were placed without consideration of the implant. The patient is not pacemaker dependent, but after the resuscitation loss of capture in the rv and low sensing values were noted. The device was interrogated and 10 episodes of tachyarrhythmia were noted. The physician attempted to view the episodes, but the page was blank. The rv output was programmed to a higher value. Biotronik (B)(4) was contacted the next day and a follow-up with the patient was scheduled. However, the patient expired before the follow-up. The device was explanted and returned for analysis. The leads were left in the patient. Because the device was re-programmed after the device shocks, all statistics were lost. Death of the patient was not strictly correlated to this event, however, occurred 3 days after it.

Manufacturer narrative:
Upon receipt, the pacemaker was visually inspected revealing scratches on the pacemaker housing. At a next step the pacemaker was subjected to an electrical incoming inspection. The pacemaker was interrogated and the pacemaker's memory content was analysed indicating no deviations. The battery was found to be fully charged. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be within specification and in amplitude and frequency as programmed. Therefore, an additional long-term pacing test was initiated. During the test, each pacing pulse was recorded. The evaluation of these pacing pulses documented regular device behaviour. No intermittent or permanent loss of output was present. The pacemaker was subjected to a complete final acceptance test and proved to be within specification. There was no indication of a device malfunction. In summary, the device is fully functional. With regard to the issues as mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. In particular, the therapy functionality was proved to be within specification. The analysis did not reveal any sign of a material or manufacturing problem.